Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd the device, but the evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.